Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: got a broken IV pump. Saying "cassette error". The unit is on to communicate with the portal. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an av sticky valve. Initial investigation of the device found that the outlet pin of the fva was stuck in place. This pin was confirmed to not be actuating correctly when a cassette was loaded onto the device and a tubing set misloaded error occurred. The device was opened to inspect for internal damage. No internal damage was identified. The fva assembly was removed, and a significant amount of gunk was found on the outlet pin. The fva pins and their channels were cleaned with alcohol and the assembly was re-inserted back into the device. A mock infusion test was performed, and the device completed infusion testing successfully.